Event description:
"S/p b transaxillary subpectoral ? Cc mcghan bilumens for augmentation. L was found to be ruptured and was replaced. Pt reports was working out with wgts. In the next am noticed something different about l breast. It is smaller and hangs "differently" - min discomfort. Pt denies trauma. Shows fold ? Rupture - mammogram ok. Fh - breast ca. Pt is scheduled for removal but md is refusing to return implants/tissue. Is concerned because good friend has implants and lymphoma and is dying. Some md's are linking this to implants. Denies systemic probs, except mild fatigue, sleep disturb, and increased hair loss. Otherwise healthy.